Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown for now, in case of new relevant information, a new MDR will be provided.

Event description:
Reportedly, the pacemaker was not functional at the implantation, no pacing, no sensing and no egm. The safety mode did not change anything. Another pacemaker has been used.

Event description:
Reportedly, the pacemaker was not functional at the implantation, no pacing, no sensing and no egm. The safety mode did not change anything. Another pacemaker has been used.

Manufacturer narrative:
The UDI is unknown for now, in case of new relevant information, a new MDR will be provided. The patient files analysis led to the following observations: - no correct ventricular impedance value was measured during the implantation procedure (4000 ohms at 13:22, programmer time). - therefore, the automatic implantation remains at its initial state (no lead connected) explaining the reason why there was no egm, no pacing and no sensing. The device¿s expertise is currently in progress to determine the cause and whether or not there was any malfunction of the subject pacemaker.

Manufacturer narrative:
The conclusions are as follows: - upon reception, the pacing amplitudes are abnormally low associated to overconsumption. - after opening the device, the visual inspection of the electronics and all mechanical components did not reveal any abnormality. The subject hybrid paces, senses and consumes as per specifications. - the production records have been reviewed, and the device was manufactured and delivered according to all applicable procedures. - since the electrical parameters were restored and overconsumption disappears after the device was opened, the most likely hypothesis would be a temporary short circuit somewhere on the surface of hybrid related to the electronic components which was resolved by opening it. - the cause of this temporary short circuit remains unknown. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was not functional at the implantation, no pacing, no sensing and no egm. The safety mode did not change anything. Another pacemaker has been used.